Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 1992: (B)(6). Operative report. Preoperative diagnosis: recurrent hiatal hernia. Postoperative diagnosis: recurrent hiatal hernia. Type of operation: hiatal hernia repair and nissen fundoplication. Assistant: (B)(6). Indications: ¿several years ago this young girl had a hiatal hernia repair. She did very well for several years and then began developing problems with swallowing, a good deal of choking, and pain in the chest. X-ray noted a huge recurrent hiatal hernia. Endoscopy noted no esophagitis. She was on medical treatment for some time and had [illegible]. It was felt that a lot of her problem is due to entrapment of the stomach within the hernia. Pain would [illegible] when she would eat, especially when she would lie down. I told her that repair of the hernia may help this, although again it may not. She requested to have surgery done, understanding the risks [illegible]. Findings: the esophageal hiatus was [illegible] it probably was easily 10 [illegible] across. The nissen fundoplication was partially intact, although I could not tell exactly what type had been performed. Certainly part of the wrap had slipped down upon the fundus of the stomach. A [illegible] nissen fundoplication was [illegible] after repairing the hiatal hernia. Procedure: ¿the patient was placed supine on the operating [illegible] and general anesthesia was administered without consequence. A catheter was placed and a nasogastric tube in the stomach. The abdomen was prepped with betadine and draped [illegible]. The upper abdominal midline incision was [illegible] the umbilicus to the right. It was deepened to the subcutaneous tissue, through the midline fascia, and into the abdomen. All adhesions of the abdominal wall were taken down very carefully and the liver was dissected free from the diaphragm and the lesser curvature of the stomach had to be dissected free from the left lobe of the liver. The esophagus was bluntly circumscribed and elevated. The fundus of the stomach was fairly mobile. Two [illegible] three short gastric vessels had to be divided between clamps and 2-0 silk ties. The fundus was totally immobilized from the stomach and what portion of the wrap remained was taken down. The crus of the diaphragm were identified and re-approximated using interrupted 0 ti-crom sutures until this would admit the esophagus as well as my thumb. The nasogastric tube was removed and a 42 french maloney dilator was passed into the stomach. The fundus of the stomach was passed posterior to the esophagus and a 360 degree wrap was done over the last five cm of the esophagus using sutures of 2-0 silk. The sutures incorporated a bite of the fundus [illegible] either side of the esophagus as well as a bite of the esophageal muscularis. This made a very satisfactory nissen fundoplication. The dilator was removed and an 18 nasogastric tube placed back into the stomach. The upper abdomen was irrigated with saline and antibiotic solution. There was no significant bleeding. Sponge and needle counts were given as correct. The midline was closed using interrupted #1 vicryl suture, the skin with vertical mattress sutures of 4-0 and clips. Blood loss was probably 20 [illegible] cc., none transfused. Foreign body x-ray was obtained which was negative.¿ (B)(6) 2003: (B)(6). Operative report. Procedure: upper endoscopy with savary dilation. Indication: esophageal obstruction. Postoperative diagnosis: esophageal nissen fundoplication dilated with savary dilators. Medication: diprivan. Operative report: the patient was brought to the gi lab and laid in the left lateral decubitus position. Video endoscope was passed easily into the esophagus. The esophagus was normal. The esophageal obstruction had already resolved as we had no trouble passing easily into the stomach. The only thing noted was the pressure of the nissen fundoplication at the gastroesophageal junction. The rest of the stomach and duodenum were unremarkable. The food bolus could be seen in the stomach. At this time the savary guide wire was left into the stomach and the scope was pulled out over the guide wire. A 12.8, 14 and 15 mm savary dilator were passed easily over the guide wire. She tolerated this well and was discharged back to the recovery area in stable condition. Impression: successful savary dilation of the niseen fundoplication. Plan: I will see her back as needed if necessary. (B)(6) 2003: (B)(6). Consultation. Reason for consultation: esophageal stricture. Presented to emergency room on (B)(6) 2003, earlier this week, complaining of chest pain. Found to have a piece of chicken stuck at the gasatroesophageal junction. Apparently no stricture was seen. Presented to emergency room on (B)(6) 2003 with similar symptoms. Exam: long midline scar from the xiphoid anteriorly with no incisional hernia. Impression: nausea, vomiting, and upper abdominal pain. Would appear that she does have some type of actual dysfunction at the gastroesophageal junction, whether this is related to her nissen fundoplication or esophageal spasm. She is unable to take anything orally and because of that she feels she needs intravenous hydration and intravenous medication. There is some concern that there may be a component of her problems related to anxiety. (B)(6) 2003:(B)(6). Consultation. History of nissen fundoplication times three with recurrent difficulties with esophageal spasm and esophageal strictures. She has undergone numerous esophageal dilations. Last redo nissen was in 2002, at which time it was explained to the patient she would no longer be a candidate for redo surgery. She apparently underwent pneumatic stretch and was diagnosed with poor esophageal motility. It was recommended that she have an esophagectomy with placement of a feeding tube. Physicians left timing of operation up to her. Last night while getting gout of bath tub, became dizzy and fell, hitting the corner of the bathtub with her stomach. An hour later she developed nausea and dry heaves. Continued to have abdominal pain since the fall. She does have a nasogastric tube in place. CT of abdomen and pelvis was done, which showed an umbilical hernia as well as sir loculi in the fat of the abdominal wall. Exam: abdomen: ecchymosis in the left lower quadrant, which she states is from her lovenox injections. Well healed midline incision. Petechiae and mild bruising in the mid epigastrium, which is slightly tender to palpitation. Also has questionable umbilical hernia. Plan: the patient has been interviewed by dr. (B)(6). He will look at CT scan and make further recommendations. (B)(6) 2003:(B)(6). Radiology-CT abdomen. Conclusion: small fat containing umbilical hernia. Air locules and focal hyperdensities within the subcutaneous fat of the anterior abdominal wall. Subcutaneous cysts/inflammation is not excluded. No traumatic intraabdominal abnormality. Records between 12/11/03 and 02/09/05 were not provided. (B)(6) 2008:(B)(6). Operative report. Preoperative diagnosis: epigastric pain. Postoperative diagnosis: antritis. Procedure: esophagogastroduodenoscopy with biopsies. Indications and findings: the patient is a 50-year-old female who has had three previous nissen fundoplications and multiple esophageal dilations. The decision was made to proceed with endoscopy. She was found to have a small area of antritis; there possible could have been a healing ulcer at that site. The esophagus wrap and the remainder of the stomach and duodenum looked normal. Description of procedure: ¿the patient was placed in the left lateral decubitis position. Sedation was provided by anesthesia at the patient¿s request. She has been intolerant of intravenous sedation without propofol before. A flexible fiberoptic video gastroscope was inserted and advanced under direct vision to the second portion of the duodenum and slowly withdrawn. The mucosa was examined circumferentially. Biopsies were obtained of the area of inflammation and photographs were obtained as well. The scope was retroflexed to view the entire stomach. The scope was slowly withdrawn through the esophagus. She tolerated the procedure well. (B)(6) 2008: (B)(6). Pathology report. Accession #: ssp-08-09487. Final diagnosis: stomach, antrium biopsy: a. Benign antral gastric mucosa with mild chronic gastritis. B. Giemsa stain negative for h. Pylori organisms. (B)(6) 2014:(B)(6). Consultation. History of present illness: abdominal pain. Diagnosed last year with pseudomembranous duodenitis caused by clostridium difficile. Past medical history: prothrombin gene mutation, resulting in approximately 43 dvt¿s [deep vein thrombosis] in the last 15 years. Currently on lovenox twice a day. Impression/plan: repeat egd. (B)(6) 2015:(B)(6). Emergency room visit. Abnormal labs, flank pain. Started 1 month ago. Patient states she has worsening bilateral lower abdominal and flank cramping for past month with intermittent episodes of hematuria for past 2 weeks. History of kidney stones. Nausea and intermittent bloody stools for 1 month. Episode of epigastric pain. Patient saw dr. (B)(6) 2 days ago, called and told her she had anemia, low iron, and abnormal renal function labs. Advised to come to emergency department for evaluation. Clinical impression: possible transient gastrointestinal bleed (resolved prior to emergency room presentation; likely chronic due to gastritis). No occult gi [gastrointestinal] bleed. Epigastric pain, chronic. (B)(6) 2017: (B)(6). Emergency room visit. Presents for evaluation of post operative abdominal swelling. Five days ago she began having swelling, surrounding redness, and discharge from the insertion site. Exam: j-tube insertion in left lower quadrant with surrounding erythema and purulent drainage, tender to palpation. Albumin 2.8. CT scan with abnormal positioning of the jejunostomy tube which has a balloon to the level of the jejunum. Surrounding inflammatory changes of the anterior abdominal wall. No discrete abscess visualized. Final diagnostic impression: dislodged j tube, cellulitis. [Missing records: records for the CT scan showing ¿abnormal positioning of the jejunostomy tube¿ were not provided.] (B)(6) 2017:(B)(6). Emergency room visit. Presents for evaluation of vomiting. States 2 days ago she was vomiting greenish/black emesis, but now vomiting clear liquid. Had surgery 2 weeks ago on her abdomen. Feedings through a j-tube at night, concerned tube is out. Exam: j-tube in place, mild epigastric tenderness. Troponin level high. Evaluated patient with stemi [st elevation myocardial infarction] and intractable vomiting, admission for further evaluation and treatment. Differential diagnosis: bowel obstruction, j tube dislodgment. (B)(6) 2017: (B)(6). Consultation. Reason for consultation is nausea and vomiting and coffee ground emesis. Egd on (B)(6) 2016 for foreign body removal. Food bolus disimpaction. Distal esophageal stricture noted, as well as gastritis. She has undergone a partial gastrectomy with distal esophagectomy and j-tube placement. Continues to eat occasionally by mouth. Reports onset of intractable nausea and vomiting over weekend. Has had coffee ground emesis. Reports worsening reflux and epigastric pain. Further evaluation by esophagogastroduodenoscopy. (B)(6) 2018: (B)(6). History and physical. Last seen by gastroenterology in (B)(6) of last year. Completed surgery for pyloric stenosis earlier that month with distal gastrectomy. After surgery was able to eat better. Endoscopy on (B)(6) 2017 for her nausea and vomiting she was found to have moderate gastritis thought to be bile related, some reflux gastritis, status post proximal gastrectomy and ulcers in the esophagus that were thought to be reflux related. Prior to that in (B)(6) she had major surgery at (B)(6), for a mesh that somehow eroded into the stomach and esophagus and caused a stricture that was causing dysphagia and food impaction. Underwent partial gastrectomy and distal esophagectomy and j-tube placement. Tube has been removed and she is able to eat. Weight stays relatively table, fluctuates a little. Continued heartburn that is getting worse and some epigastric pain and intermittent nausea and vomiting. Some hematochezia. Bowels moving fairly well but has some dumping syndrome where she has urgent bowel movements. Assessment: worsening heartburn with epigastric pain, nausea, vomiting and even some scant amounts of hematemesis noted. Status post extensive gi surgery. Follow up repeat esophagogastroduodenoscopy. Plan: egd. Indication: worsening heartburn, epigastric pain, nausea/vomiting and hematemesis status post distal gastrectomy in (B)(6) 2017. (B)(6) 2018: (B)(6) . Emergency room visit. Presents for abdominal pain. Having sharp left upper quadrant pain since she was discharged last week. She reports that she follows a pain doctor for chronic pain and prescribed fentanyl patch is not helping with pain. States she is on xarelto for history of blood clots. Patient had egd at cleveland clinic last week that showed: dilation of the upper third of the esophagus, erythematous of distal stomach, and the duodenum was normal. CT scan: impression: no acute abnormality. Final diagnosis: asymptomatic hypertension. Chronic abdominal pain. Disposition: home. (B)(6) 2019:(B)(6). Emergency room visit. Presents for evaluation of abdominal pain accompanied by nausea and vomiting started 2 weeks ago. History of hemicolectomy and partial gastrectomy causing chronic diarrhea. Sent from dr. (B)(6) office after having acute renal insufficiency on labs. Active medications: xarelto, sucralfate. Admit status to inpatient. CT scan: no acute abnormality. Final diagnosis: dehydration. Vomiting. Acute lower urinary tract infection. Acute kidney injury. (B)(6) 2019:(B)(6). Consultation. Reason for consultation: vomiting. History of present illness: multiple endoscopies for nausea and vomiting. Has a history of distal gastrectomy, distal esophagectomy, gastric pull-up. Bowel gastritis in the past. Recent gastric emptying that shows gastroparesis. Increasing vomiting over the last 2-1/2 weeks. She takes xarelto for hypocoagulable state. Past medical history: diabetes. Pulmonary fibrosis. Pneumonia. Colon cancer. Reflux, gastric ulcers. Fibromyalgia. Neuropathy. Admits to shortness of breath and coughing. Impression: suspect her acute symptoms are mostly anxiety related. History of baseline posttraumatic stress disorder. Plan: symptomatic care. Add promethazine and ppi. No plan to repeat scopes, had multiple scopes with only findings of bowel gastritis. (B)(6) 2019:(B)(6). Discharge summary. Principal diagnosis: acute prerenal azotemia secondary to nausea, vomiting and diarrhea. Final diagnosis: abdominal pain. Type ii diabetes. Esophageal stricture. Hiatal hernia/reflux esophagitis. Gastroparesis. Interstitial lung disease. History of colonic tumor. History of pyloric stenosis. Restrictive lung disease. Discharge summary: seen in the office was found to have 3-5 day history of nausea, vomiting and diarrhea. Chemical profile demonstrated marked prerenal azotemia. History of surgery on esophagus and small bowel and stomach. No further intervention or surgical procedures were required. Will be seen in office in 2 weeks. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: the manufacturing records for device serial number (B)(6) are unavailable for review. Based on an implant date of (B)(6) 2001, the manufacturing date for device serial number would have to be prior to (B)(6) 2001. The required record retention period of years would have been exceeded, at the latest, in 08/03/2016. Although documents are unavailable, standard manufacturing procedures require lot history review before release of the device to ensure compliance with device specifications. H6: conclusion remains unchanged.

Manufacturer narrative:
It was reported to gore that the patient underwent laparoscopic hiatal hernia repair on 8/3/2001 whereby a gore® dualmesh® biomaterial was implanted.

Manufacturer narrative:
(B)(6). (B)(4). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic hiatal hernia repair on (B)(6) 2001 whereby a gore® dualmesh® plus biomaterial was implanted. The following was reported: ¿gore mesh eroded into esophagus creating an obstruction of the esophagus. The patient required surgery on (B)(6) 2017 to remove the defective mesh and to cut out the gastroesophageal junction, as it was not salvageable. ¿it was obvious that the obstruction was not from the wrap, but indeed from an obstructing mesh, which had eroded into the esophagus as a result.¿ additional surgeries were required in (B)(6) 2010 and (B)(6) 2010.¿ it was reported the patient alleges the following product deficiencies: strict products liability, negligence, implied and express warranty, fraud, fraudulent concealment, punitive damages. Additional event specific information and medical records have been requested.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Based on manufacture date of device, product tracking unavailable. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. H6:medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore's investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Based on manufacture date of device, product tracking unavailable. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2000: (B)(6) hospital. (B)(6), md. Operative report. Preop diagnosis: abnormal CT scan. Postop diagnosis: antritis. Procedure: esophagogastroduodenoscopy. Indications & findings: ¿the patient is a 41-year-old white female who in the past had a nissen fundoplication, open. She now has evidence of hyperinsulinemia and CT scan was done looking for tumor. What was found was an abnormality in the stomach which could not be clearly differentiated between a mass or just an abnormal fold. For this reason, upper endoscopy was done. Gastric mucosa was normal. There was no evidence of extrinsic mass present. Her nissen wrap appeared to be intact and functioning. There was no evidence of esophagitis. She did have some mild antritis. The scope was advanced as far into the duodenum as possible, felt to be into the fourth portion and slowly withdrawn, no evidence of mucosal abnormalities suggestive of an insulinoma tumor were noted.¿ operative procedure and findings: technique: ¿the patient was placed in the left lateral decubitus position and topically anesthetized with cetacaine spray. Versed and fentanyl were given intravenously for sedation. The flexible fiberoptic video gastroscope was inserted and the esophagus intubated with ease. The scope was passed into the fourth portion of the duodenum and slowly withdrawn. The mucosa was examined circumferentially. A photograph was obtained of the antritis noted in the distal stomach. The remainder of the gastric mucosa was examined circumferentially and the scope was retroflexed to evaluate the ge junction. A photograph was obtained of this area. No evidence of mass was noted. The scope was straightened. The scope was slowly withdrawn through the esophagus. The patient tolerated the procedure well.¿ [missing records: records for the CT scan showing the ¿abnormality in the stomach¿ were not provided.] (B)(6) 2001: (B)(6) hospital. (B)(6), md. Operative report. Preop diagnosis: nausea and vomiting. Postop diagnosis: ng trauma. Operation: upper endoscopy. Operative procedure and findings: ¿this patient was brought to the gi lab and laid in the left lateral decubitus position. The room was latex-free. The endoscope was passed easily into the esophagus. The esophagus was normal. The stomach was passed into through a patent nissen fundoplication. The scope was retroflexed to reveal a normal fundus and cardia except for the nissen fundoplication. The body of the stomach showed some ng trauma but otherwise normal. The duodenum was entered and this too was found to be normal. The scope was withdrawn and the procedure was terminated.¿ impression: ng trauma in the body of the stomach. Patent nissen fundoplication. Plan: ¿she will next undergo a cat scan of the abdomen.¿ [missing records: records for CT scan of abdomen were not provided.] (B)(6) 2001: (B)(6) hospital. (B)(6), md. Operative report. Preop diagnosis: dysphagia. Postop diagnosis: nissen fundoplication, dilated. Procedure: upper endoscopy with esophageal dilatation. Indications: dysphagia. Operative procedure and findings: technique: ¿this patient was brought to the gi lab and laid in the left lateral decubitus position. The video endoscope was passed in to the esophagus. The esophagus was normal. The ge junction was located and a patent nissen fundoplication was noted. On upper endoscopy, this has slipped up into the chest; however, it was really hard to appreciate that on endoscopy. The rest of the stomach and duodenum appeared unremarkable. At this time the scope was straightened, pulled back into the esophagus and a balloon was used to dilate the nissen fundoplication. It was first dilated to 10 mm for 30 seconds and then 30 seconds was intervened and another dilation was done with an 11 mm balloon and process was repeated with a 12 mm balloon. The scope was then withdrawn. She was discharged back to the ward in stable condition.¿ impression: ¿successful dilation of nissen fundoplication.¿ (B)(6) 2001: (B)(6) hospital. (B)(6), md. Operative report. Pre/postop diagnosis: recurrent hiatal hernia. Procedure: re-recurrent hiatal hernia repair with mesh placement. Indications/findings: ¿the patient is a 43-year-old female admitted to dr. (B)(6) with complaints of epigastric pain, nausea and vomiting. This has been going on for about 5-6 months, became worse in the last 2 weeks to the point where she could not stand it. Apparently, she had had open nissen fundoplication in the remote past and then a redo nissen fundoplication about 5-7 years ago. She had gotten along well up until several months ago. Upper endoscopy was done by dr. (B)(6) which showed the nissen was intact. There was no significant esophagitis. Upper gi showed evidence of a recurrent hiatal hernia as did a CT scan. Attempt at improving her symptoms with dilatation was done because of the upper gi showing delayed emptying of the esophagus. This did not resolve her symptoms. She complained of a bulge in the left upper quadrant. In spite of my feeling that recurrent hernia was not the cause of her symptoms, decision was made to go ahead and proceed because of the possibility that this represented a para-esophageal hiatal hernia. At the time of exploration, she had extensive adhesions around the hiatus and upper stomach. The liver was densely adherent to the diaphragm along the left lobe. Transverse colon and splenic flexure were adherent to the stomach and spleen. A small portion of the stomach was found within the hernia sac after everything was dissected out. The hiatus could not be readily closed without undue reason for one reason and for the second reason because the liver could not be mobilized off the diaphragm. Gastropexy was also done.¿ operative procedure and findings: technique: ¿the patient was prepped and draped sterilely with betadine after the administration of general endotracheal anesthesia. A midline incision was made from the xiphoid process to the umbilicus and deepened through the subcutaneous tissue. The fascia was divided in midline. Extensive adhesions between the omentum and the abdominal wall were taken down. A bookwalter retractor was placed for exposure. The omentum and transverse colon as well as splenic flexure were densely adherent to the abdominal wall, stomach and spleen in the upper abdomen. In order to mobilize and visualize the stomach, this had to be taken down. It took a considerable amount of time. When this was done, the greater curve of the stomach was identified and dissected free. What short gastrics remained were divided between clamps and ligated with 2-0 silk ties. Dissection along the lesser curve was undertaken and extensive adhesions to the liver were taken down. The hiatus was finally reached and the 2 crura were dissected out with great difficulty. Extensive adhesions were present between the stomach, esophagus and the diaphragm. The posterior aspect of the hiatus was dissected out the hernia identified. The actual amount of stomach in chest was actually quite small but it was reduced. Hiatus was completely freed up circumferentially around the esophagus which was mobilized. There was more than 3 cm of intraabdominal esophagus present. The previous wrap was intact. Attempt was made to mobilize the left lobe of the liver off the diaphragm which resulted in considerable bleeding. It was not my impression that this could be done safely. A single stitch of 2-0 ti-cron was placed in the hiatus but was under considerable tension. It was apparent that it could not be closed readily in this fashion. A 60 french bougie was passed by anesthesia with my hand at the esophageal hiatus to prevent any mishap. A piece of 10 x 15 cm gore-tex dual mesh was obtained. A slit was cut in the mesh and the mesh was placed behind the esophagus and slid around it. The upper portion of the mesh was tacked where possible to the hiatus with 2-0 ti-cron. Posteriorly, a stitch was placed into the crura of the right side to secure the mesh in place. The stomach was then pexed to the abdominal wall with a 3-0 prolene suture. The abdomen was irrigated with saline and suctioned dry. The fascia was closed with interrupted #1 looped pds-ii. Subcutaneous tissue was irrigated and the skin was reapproximated with staples. Sterile dressing was applied and the patient was transferred to the post-anesthesia care unit in stable condition. Counts were correct.¿ (B)(6) 2001: (B)(6) hospital. Peri-operative record. Implant sticker. Site: hiatal hernia. Gore-tex dualmesh biomaterial. Item#: 1dlmc03. Lot#: 00685683. The records confirm a gore® dulamesh® biomaterial (1dlmc03/00685683) was implanted during the procedure. (B)(6) 2001: (B)(6). (B)(6), md. Radiology-upper gi series. History: rule out stricture post hiatal hernia repair. Impression: status post fundoplication with no sign of recurrent hiatal hernia or gastroesophageal reflux. Stricture at the ge junction impassable to a 12 mm tablet. (B)(6) 2001: (B)(6) hospital. (B)(6), md. Operative report. Postop diagnosis: esophageal stricture dilatated. Procedure: upper endoscopy with savory dilation. Indications: esophageal stricture with hold up of a 12 mm barium tablet on a recent barium swallow. Technique: ¿this patient was brought to the gi lab and laid in the left lateral decubitus position. The video endoscope was passed into the esophagus. The distal esophagus had a slight stricture where the nissen wrap was at. The stomach was entered and the scope was retroflexed. The nissen wrap was seen in good position. At this time the scope was straightened and the duodenum and antrum were inspected and found to be normal. The guidewire was inserted into the stomach and the endoscope was pulled out over the wire. The 12.5, 14 and 15 mm savory dilators were passed easily. She tolerated this quite well and was discharged to recovery area in stable condition.¿ impression: ¿successful savory dilation.¿ plan: ¿she will return in a month to report the results.¿ records between (B)(6) 2001 and (B)(6) 2005 were not provided. (B)(6) 2005: (B)(6) medical center. (B)(6), md. Discharge summary. Discharge diagnoses: abdominal hematoma, left lower extremity deep venous thrombosis, esophageal spasms, hypothyroidism, constipation, hypercoagulable state. Hpi: came to hospital after falling on her porch; fell off, hit bumper of truck on left side, had significant pain and large bruise. Developed large abdominal hematoma. Hospital course: significant for treatment of the hematoma; eventually this resolved. In the meantime, she developed a dvt in lle. Had held lovenox, greenfield filter placed. She had some constipation while here; resolved. Has demerol at home for esophageal spasms. Had full course of IV clindamycin for positive blood cultures. Latest labs showed kub that was unremarkable. CT abd/pelvis that was originally done showed no evidence of major abdominal visceral injury, no ruptured spleen. Discharged home in stable condition. [Missing records: records for kub and CT abd/pelvis were not provided.] [Missing records: records detailing surgical procedures (B)(6) 2010 and (B)(6) 2010 were not provided.] Records between (B)(6) 2005 and (B)(6) 2016 were not provided. (B)(6) 2016: (B)(6). (B)(6), md/(B)(6), md. H&p. Cc: dysphagia. Hpi: extensive pmhx including dm, hypothyroid, heterozygous prothrombin c mutation, anemia, ms, restrictive lung disease (after reported mrsa pulm infection; on o2 at baseline). Notable is her history of reflux and dysphagia for which she has undergone x3 nissen fundoplication surgeries, many egds with esophageal dilations x6 (most recently 2006). Minimal relief from these dilations. Per patient each past nissen procedures lasted ~10 years before sxs returned because wraps came ¿undone.¿ surgeries performed in west virginia; most recent nissen took >8 hours husband states. Complains of dysphagia to both solids and liquids; started in last 1-1.5 years. Denies issues immediately after las nissen fundoplication (2003). Dysphagia and regurgitation were so severe she became unable to eat; at times could barely swallow liquids or her own saliva; thus, underwent placement of peg tube (B)(6) 2016. Peg tube later converted to a gj tube (with revisions secondary to ?pyloric stenosis per patient which has caused tube to migrate back into her stomach). Having symptoms of early satiety; can only tolerate 2cal tube feeds before feeling too full/uncomfortable; after infusing these feeds, they begin to leak out around g-site. Unintentional weight loss: ~60lbs/6months. Pmh: abdominal pain rul, abused spouse, benign neoplasm of colon, mrsa, c. Diff colitis, dm, dysphagia, esophageal stricture, herpes zoster w/nervous system complication, malignant tumor of colon; colectomy 2011. Psh: egd w/balloon dilation, esoph x6, lap revision nissen fundoplasty x3, partial colectomy. Medications: coumadin, aspirin. Ros: + weight loss and malaise. Exam: gi: soft, non-tender, g-tube present. CT chest: concentric mural thickening of distal esophagus which may be inflammatory (e.g. Secondary to reflux esophagitis) or neoplastic in nature. CT abd/pelvis (B)(6) 2016: distal esophagitis, despite intact nissen fundoplication. Egd (B)(6) 2016: mild gastritis, intact nissen fundoplication. Distal esophageal stricture, most likely secondary to tightness; some retained food in esophagus. Egd (B)(6) 2016: esophagus and mucosa normal, mild antral deformity; s/p peg placement. Barium swallow (B)(6) 2014: decreased esophageal motility with esophageal contrast stasis. Post-surgical changes of previous fundoplication. Impression: dysphagia s/p nissen fundoplication x3. Plan: gastric emptying study, manometry, egd; coordinate with swallow center. Discussed importance of weaning from o2 and slowly weaning narcotic meds as able. Impression: dysphagia in setting of numerous anti-reflux operations. Last surgery over 10 years ago, now has developed dysphagia; may have a peptic stricture. On home oxygen making surgical intervention challenging. Given the significant amount of scarring noted on last surgery, I suspect any future intervention may have to included [sic] a thoracoabdominal approach. [Missing record: records from CT scan (B)(6) 2016 were not provided.] (B)(6) 2016: (B)(6). (B)(6), md. Radiology-gi esophagus/pharynx w/video. Clinical information: nissen fundoplication x3; for the first 2, the preop symptoms were heartburn with resolution postop; for third, the preop symptoms were heartburn. Now the symptoms are both solid and liquid dysphagia. Comparison: chest/abdomen CT (B)(6) 2016. Impression: aperistalsis. Wrap too long, too tight and wraps the stomach. This causes severe esophageal emptying impairment. (B)(6) 2017: (B)(6). (B)(6), md. Operative report. Assistant: (B)(6), md. (B)(6), md. Operation: left thoracoabdominal removal of mesh and distal esophagectomy, proximal gastrectomy, and botox to the pylorus and a feeding jejunostomy tube. Pre/postop diagnosis: dysphagia. Operative indications: ¿the patient is a 58-year-old female, who has significant dysphagia. She has had 3 prior nissen fundoplication, as well as a previous right hemicolectomy. She has had significant dysphagia at the point where she has required a feeding tube. Now presents for surgical evaluation correction.¿ operative findings: operative procedure: ¿the patient was brought to operating room and anesthesia was induced. The patient was placed in a right lateral decubitus position. Left chest prepped and draped in the usual fashion. A left thoracoabdominal incision was made. There was significant amount of adhesions noted in the abdomen. This was tediously taken down. The colon was mobilized off the diaphragm, as well as the spleen and stomach. At the completion of this, the hiatus was approached. There appeared to be a foreign body or mass by the hiatus. Circumferential control of the esophagus was obtained at the level of the hiatus in that from the chest and the diaphragm was cut to the hiatus. At this point, previously there was a nonabsorbable mesh identified. This is consistent with the erosion of the foreign body identified in the endoscopy. This was removed in its entirety and sent for pathological evaluation for gross identification. At the completion of this, it was obvious that the obstruction was not from the wrap, but indeed from the obstructing mesh, which had eroded into the esophagus as a result, the ge junction was not salvageable and the decision was made to proceed with resection. The esophagus was stapled just above the hiatus and circumferential dissection of the hiatus was performed from the chest. Next, the dissection towards the hiatus was completed from the abdominal side to completely mobilize the specimen. The left gastric artery was identified and this was clamped and flow was identified via doppler ultrasound on both the right gastric, as well as the right gastroepiploic arcade. This was transected and additional mobilization was performed to free up the stomach. Staples were fired on the lesser curve to create a gastric conduit. The previous g-tube site was also taken down to facilitate additional length and was over-sewn in two layers. At this point, after adequate dissection towards the pylorus, the decision made to perform a pyloroplasty, as was only visible posteriorly and with too much of was significantly attached to the previous midline incision from scar. Due to the risk of injury of the vascular pedicle, the decision was made not to dissect in this area. However, there was adequate length to pull the stomach due to perform and esophagogastric anastomosis, 2 cm below the inferior pulmonary vein. Additional stomach or another 2 cm of the distal esophagus was cut to healthy esophagus and the stomach was pulled into the chest. This previous staple line was imbricated with interrupted sutures and hand-sewn anastomosis performed between the stomach and esophagus at this level. The posterior wall, the outer layer was performed interrupted maxon sutures in the inner wall was performed with a running 3-0 pds suture. The anterior wall was performed with an imbricating interrupted suture line. At the completion of this, there was adequate hemostasis, two 19-blake drains were left 1 anterior 1 posterior to the anastomosis. Due to the multiple prior operations, no tissue was available to be placed as a muscle flap. Next, the pylorus was exposed 100 units of botox was injected. Lastly, the colon was further mobilized to identify the small bowel and the ligament of treitz was identified. The 18-malecot tube was placed as the feeding jejunostomy tube. This was placed in a stamm fashion and this was tacked to the abdominal wall in four locations. An additional anti torsion suture was also placed. After policing for adequate hemostasis, a 10-french jp drain was left in the abdomen adjacent to the hiatus due to the soilage from the perforated mesh. At this point, both the abdomen and chest for each copiously irrigated with several liters of saline and an additional 28-french chest tube was left in the chest. A thoracoabdominal incision was closed in the usual fashion. The nasogastric tube, which had been left in the stomach at this point, which had been placed at the time of the anastomosis was subsequently bridle. A right-sided chest tube was also placed for pleural effusion. The patient was transferred to the ICU and intubated, but in stable condition. I was scrubbed present throughout the operation with the exception of skin and soft tissue closure, as well as the right-sided chest tube placement, which was performed by dr. (B)(6). However, I was present at the time of the chest wall and abdominal closure.¿ (B)(6) 2017: (B)(6). (B)(6), md. Pathology report. Specimen #: (B)(6). Final diagnosis: 1. Foreign body, removal (a)-foreign material consistent with mesh and suture material with admixed inflamed granulation tissue, necro-inflammatory debris, and blood. 2. Proximal stomach and distal esophagus, distal esophagectomy and proximal gastrectomy (b)-gastric segment with focal ulcer, transmural fibrosis, and focal fibrous serosal adhesions (see comment). Esophageal segment and gastroesophageal junction with mild chronic inflammation, focal reactive epithelial changes, and focal submucosal fibrosis, negative for intestinal metaplasia. No evidence of dysplasia or malignancy. One benign lymph node. 3. Distal esophagus, resection (c)-esophageal segment with reactive epithelial changes, submucosal fibrosis, and adventitial dense fibrosis and chronic inflammation, negative for dysplasia and malignancy. Two benign lymph nodes with scattered foreign body giant cells and reactive sinus histiocytosis. 4. Lymph node, 9l, excision (d)-one benign lymph node with reactive sinus histiocytosis. Comment: 2. Results of an immunohistochemical stain for h. Pylori will be reported in an addendum. Specimen submitted: a: foreign body. B: proximal stomach, distal esophagus. C: distal esophagus. D: 9l lymph node. Addendum: 2. Given the background of ulceration, a helicobacter pylori immuno-stain was performed on block b4 and is negative for helicobacter pylori organisms. Clinical data: s/p nissen fundoplication, dysphagia. Gross description: a. Received in formalin labeled ¿foreign body¿ is a segment of synthetic mesh measuring 20 x 2.3 x 1.5 cm. Minimal attached soft tissue present. No necrosis identified. Representative sections are submitted in cassette a1. B. Received fresh labeled ¿proximal stomach distal esophagus¿ is a segment of esophagus and attached stomach measuring 8.5 x 7.0 x 3.5 cm overall. The portion of esophagus is 3 cm in length and 3 cm in open circumference with a tan-white and smooth grossly unremarkable mucosa. The portion of stomach is 3 cm length by 12 cm in open circumference with a tan, folded, focally hemorrhagic, but otherwise grossly unremarkable mucosa. The esophageal margin is inked blue, and the gastric margin is inked black. Adjacent to the esophagus is a 3 x 3 cm defect revealing red granular mucosa. The gastroesophageal junction is grossly unremarkable. Sectioning reveals unremarkable cut surfaces. No masses are seen. Representative sections are submitted as follows: b1 opposing margins, en face; b2 gastroesophageal junction; b3 gastric mucosa with possible 1.0 cm firm lymph node; b4 defect. C. Received in formalin labeled distal esophagus is an esophageal resection with one sutured margin measuring 2.0 cm in length. The adventitia appears fibrotic with surrounding soft, yellow adipose tissue. The mucosal surface appears grossly unremarkable. The stapled/sutured margin is inked blue, and the opposite margin is inked orange. Sectioning through the surrounding esophageal fibro-adipose tissue reveals several palpable lymph nodes ranging from 1.5 to 2.0 cm in greatest dimension. Representative sections are submitted as follows: c1 longitudinal section of esophageal wall, c2 representative lymph nodes. D. Received in formalin labeled ¿9l lymph node¿ is a tan-pink, firm lymph node measuring 1.0 x 1.0 x 0.5 cm. The nodule is sectioned and totally submitted in cassette b1. (B)(6) 2017: (B)(6). (B)(6), md. Consultation-infectious disease. Sent at request of dr. (B)(6) for my opinion regarding an exposed mesh. Multiple medical problems including esophageal disease status post nissen fundoplication x3 with failure of the wrap; admitted (B)(6) for complex esophageal intervention. Surgical procedure consisted of thoracico-abdominal [sic] distal esophagectomy with proximal gastrectomy, esophagogastrostomy, with a jejunostomy. Findings at the time of operation included a large hiatal abscess eroding into the esophagus. It appears that her last fundoplication involved the use of mesh. Social hx: never smoker, alcohol use; no. Wt: 66.3 kg (146 lb 2.6 oz), bmi: 27.38 kg/m2. Exam: [included] abdomen: nondistended, soft. At this time there is no microbiology pending. Would treat empirically. (B)(6) 2017: (B)(6). (B)(6), do. Radiology-gi esophagus/pharynx w/video. History: status post distal esophagus ectomy and esophagogastrostomy addition botox to the pylorus. Comparison: (B)(6) 2016. Impression: no leak or obstruction. (B)(6) 2017: (B)(6). (B)(6), student/(B)(6), cnp. Consultation-endocrinology. 8-year history of diabetes mellitus type 2 with hyperglycemia; admitted (B)(6) 2017 for achalasia. Had a home regimen of lantus and humalog; discontinued approximately 1.5 years ago due to decreased food intake and rapid weight loss secondary to development of achalasia. States on insulin and not oral antihyperglycemic due to inability to swallow. Hospital medications: heparin, humalog insulin, januvia. Ros: weight: decreased 80 lb. In past year. Gi: +nausea, no vomiting, diarrhea or constipation. Abdominal pain. Exam: wt 75.8 kg (167 lb), bmi 32.29 kg/m2. Obese. Albumin 3.0 (l). Impression: uncontrolled diabetes mellitus type 2 with hyperglycemia s/p esophagectomy; consulted for glycemic control. Will take current mode of food intake and past regimen into consideration when adjusting medications. (B)(6) 2017: (B)(6). (B)(6), cnp/(B)(6), md. Discharge summary. Admission/discharge diagnosis: dysphagia. Reason for hospitalization: 58-year-old who has significant dysphagia. Has had 3 prior nissen fundoplication, as well as a previous right hemicolectomy. Has had significant dysphagia at the point where she has required a feeding tube. Operations during hospitalization: (B)(6) 2017; left thoracoabdominal removal of mesh and distal esophagectomy, proximal gastrectomy, and botox to the pylorus and a feeding jejunostomy tube. Hospital course: active issues/course complicated by/extended hospital stay due to: pain, aki, dm type 2, chronic dvt in common femoral vein. Surgical pathology/microbiology: proximal stomach and distal esophagus, distal esophagectomy and proximal gastrectomy-no evidence of dysplasia or malignancy-one benign lymph node. Surgical incisions/wounds: left thoracoabdominal incision with steri strips. Tubes/lines/drains on discharge: left blake drain x2 and jejunostomy tube to pump. Condition at discharge: stable. Disposition: home with home health and pt. Problem list: thoracoabdominal distal esophagectomy with proximal gastrectomy, esophagogastrostomy, jejunostomy, chest tube placement (bilateral) (B)(6) 2017). Erosion of other implanted mesh to organ or tissue, sequela (B)(6) 2017). Controlled type 2 diabetes mellitus without complication, without long-term current use of insulin (B)(6) 2017). Moderate protein-calorie malnutrition (B)(6) 2017). Post-operative pain (B)(6) 2017). Hypothyroidism due to hashimoto¿s thyroiditis (B)(6) 2017). Discharge medications: januvia, humalog insulin. Stop taking xarelto. Follow-up with pcp/endocrinology 1 week, 1 week for drain removal in opd. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.